Event description:
It was reported that a patient experienced sepsis coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the event. The cause of the event was unknown and treatment information was not reported. At the time of this report, it was unknown if the patient was recovering from the sepsis. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.